Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 412 mg/dl. The customer was treated with manual injections. Customer did not report symptoms related high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump passed displacement test and self test. Customer stated that the drive support cap appears normal. The device will not be returned for analysis.